Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2011: (B)(6) medical center. (B)(6) md. Radiology-CT abdomen/pelvis without contrast. Reason for exam: abdominal pain; other (please specify). Impression: mild hydronephrosis right kidney, secondary to 7 mm sized tight ureteropelvic junction calculus. A few to several small bilateral renal calculi. Comment: multiple axial CT exams abdomen and pelvis obtained every 3 mm intervals without intravenous and oral contrast. Both lung bases unremarkable. Previous examination done (B)(6) 2007 available for comparison. CT abdomen shows a few to several small bilateral renal calculi. Mild hydronephrosis right kidney, secondary to a 7 mm sized right ureteropelvic junction calculus. Rest of organs unremarkable. Status post ventral hernia repair using metallic mesh over the middle abdomen. CT pelvis shows no pelvic mass or lymphadenopathy. No ascitic fluid or fluid-filled mass. Urinary bladder unremarkable. Bowel loops unremarkable as well. Normal appendix seen. (B)(6) 2012: (B)(6)medical center. (B)(6) md. Radiology-x-ray abdomen anterior-posterior. Reason for exam: abdominal pain. Impression: nonspecific abdominal gas pattern. Small bilateral renal calculi. Small pelvic calculi bilaterally, that may just be phleboliths, but distal ureteral calculus not excluded. Clinical correlation would be helpful. Previous ventral hernia repair. Comment: anterior-posterior supine images obtained. Gas and what appears to be food residue in nondistended stomach. Gas and fecal material scattered in colon, which is nondistended. No small bowel gas evident. No dilated bowel loops visualized on this exam. Both kidneys partially obscured, but there are small bilateral renal calculi. Multiple small calcifications in pelvis bilaterally, that may just represent calcified phleboliths, but difficult to exclude distal ureteral calculus (on either side) on basis of this exam. Multiple metallic surgical densities in a ring that project on the lower abdomen, apparently related to prior ventral hernia repair. (B)(6)13: (B)(6) medical center. (B)(6) md. Consultation. Chief complaint: abdominal pain, addiction, anxiety. History of present illness: thirty-year-old female in for new patient appointment for chief complaint related to abdominal pain from multiple surgeries. States this initially started as wound infection after had a cesarean section. Subsequently developed hernia through that wound. Repaired then had recurrent hernia through both old cesarean section wound and through incision use to repair initial hernia. Eventually made it to (B)(6) hospitals in cleveland where had what sounds like fairly complex abdominal wall reconstruction with mesh and since that time has not had any recurrent hernias. Reports has some fairly mild abdominal pain but nothing terribly bothersome. Problem lies during course of this time got fairly high dose narcotic. She and former doctor had been working towards bringing her down off those. He had to retire due to illness. Subsequently reestablished with different physician who did not feel comfortable prescribing either opiates or xanax she was on so they referred her to me. Reports has been on xanax 2 mg, three time a day for several years. Expresses need for this medication, states does not think she would be able to function without it. Never seen psychiatrist. Physical examination: abdomen soft, non-distended. Does have minimal abdominal tenderness and no peritoneal signs. Assessment: new patient appointment due to opiate addiction and abdominal pain. Chronic anxiety as well. Reviewed her ohio automatic reporting system report which does show her and former primary doctor reducing down opiates medications fairly regularly. Plan: long discussion. Will try and help her come off opiates but not a psychiatrist and do not have never prescribed xanax so will wither need to follow up with family doctor or try and establish with psychiatrist. Will go ahead and give referral. As far as opiates, down to two oxycodone per day and has been doing that for about past two weeks. States has minimal withdrawal symptoms, so will continue like that for next month and will plan on decreasing it further when see her again in weeks. Will check urine toxicology screen this visit. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records prior to 01/24/2007 including operative report for ¿hernia primarily repaired without mesh¿ were not provided.] On (B)(6) 2007: (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: recurrent incarcerated ventral hernia. Postoperative diagnosis: recurrent incarcerated ventral hernia. Operation: laparoscopic ventral herniorrhaphy. Anesthesia: general endotracheal. Indications for surgery: this is a 24 year old white female who developed a hernia status pot two cesarean sections. The hernia was primarily repaired without mesh approximately one year ago through a low midline t-shaped incision. The patient has had recurrence, and presents now for repair of the recurrent hernia. Findings: incarcerated omentum within the hernia sac. It was viable. A large hernia that was approximately 26 cm. X 28 cm. In the low midline which appeared to be below her entire previous low midline incision. Specimen: none. Operative summary: ¿the patient was brought to the operating room and placed on the operating room table in the supine position. After satisfactory general anesthesia had been established, the patient¿s abdomen was prepped and draped in the usual sterile fashion. A scalpel was used to make a 2 cm. Incision in the left upper quadrant. Verres needle was inserted in the abdomen which was inflated with co2. An 11 mm. Trocar was placed in this site, and the laparoscope was placed through this trocar. Under direct laparoscopic visualization 5mm. Trocars were placed in the right upper quadrant and right lower quadrant and left lower quadrant. A combination of sharp and blunt dissection was used to take down large amounts of omentum from the hernia sac. The ligature was also used to help with hemostasis. Once the entire hernia had been reduced, the fascial defect was mapped out. A mesh was cut to sharp to match the fascial defect which then had 4 cm. Of overlap over all edges. 4-0 gore-tex sutures were placed in the four corners of the mesh and mesh was placed into the abdomen. Once the mesh was in the abdomen, a gore suture passer was passed into the abdomen through a small nick in the incision made with an 11 blade. The sutures on the mesh were pulled out to the external surface of the abdomen through the same nick site in the skin with two separate fascial incisions. These were tied down. The knot was buried beneath the skin. This was repeated for all four sites. A tacker was then used to place tacks around the periphery of the mesh at approximately 1 cm. Intervals. Next the suture passer was used to pass gore-tex sutures such that a total of 12 suture were repeatedly spaced around the periphery of the mesh, thus anchoring it in place. These sutures too were placed into the abdomen through the mesh and brought back up from the abdomen and tied extracorporeally such that the knots were buried beneath the small nick incisions. Once this had been completed, the abdomen was copiously irrigated and examined for careful hemostasis. The mesh was examined and confirmed to be in good positioning. The suture passer was used to pass the gore-tex suture through the 11 mm. Trocar site which was closed in this technique, and the skin incisions were all closed with 5-0 monocryl subcuticular sutures. Steri-strips were applied over the incisions, steri-strips were also used to reapproximate the skin in the twelve puncture incisions around the abdomen. Sterile dressings were applied. The patient was awakened from anesthesia without incident. All instrument and sponge counts are reported as correct. She was transferred to the recovery room in stable condition.¿ on (B)(6) 2007: (B)(6) center. Implant record. Device description: graft dual mesh plus 20cm x 30cm x 1mm. Body site: abdomen. Expiration date: 03/14/2009. Manufacturer: gore & assc, inc. W.l. Quantity: 1. Lot#: 04274585. Mfg catalog#: 1dlmcp07. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp07/04274585) was implanted during the procedure. On (B)(6) 2009: (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: recurrent ventral hernia. Postoperative diagnosis: same. Operation: ventral herniorrhaphy with mesh. Anesthesia: general. Indications: ¿this is a 26-year-old female who had an initial hernia from a pfannenstiel incision which was repaired laparoscopically. She did have recurrence. It was difficult to get good purchase with minimal tissue between the symphysis pubis and the mesh. Findings: herniated defect at the lower edge of the previous mesh. Specimen: none. Procedure: ¿patient was brought to the operating room and placed on the table in supine position. After general anesthesia had been established, the patient¿s abdomen was prepped and draped in the usual sterile fashion. A scalpel was used to make a 12 cm. Incision in the low midline area beneath the patient¿s panus [sic]. Electrocautery was used to carry the incision down until the herniated defect was identified. At the site of the hernia defect the peritoneum was tented and opened. The previous laparoscopic mesh was identified and kocher clamps were placed on the edges of this for traction to bring it down into the area where the defect was. Several of the tacks which were in the mesh were removed with a kelly clamp. The surgeons finger was used to assure that there was no bowel adhesed to the fascia in the area. An 8 x 12 oval ringed composite mesh was then used to repair the defect. It was sutured into place with 0 prolene suture. Superiorly it was sutured to the previous mesh that was already existing in the abdominal wall. Laterally and inferiorly it was sutured to the fascia such that there was approximately 3 cm. Of overlap using maxon sutures to attach it to the fascia. Once it had been secured completely around the perimeter of the mesh, the subcutaneous tissue was copiously irrigated with normal saline. The fascia was then reapproximated on top of the mesh using 0 vicryl suture. Once again the subcutaneous tissue was irrigated with saline. It was reapproximated with interrupted 3-0 vicryl sutures in two layers. The skin was closed with a 3-0 caprosyn subcuticular suture. Steri-strips and sterile dressing were applied. All instrument and sponge counts were reported as correct. Patient awoke from anesthesia without incident and was transferred to the recovery room in stable condition.¿ on (B)(6) 2009: [facility ni]. Implant record. Mesh composix kugel sm oval 8cm x 12cm. Manufacturer: bard man. [Missing records: records between 01/23/2009 and 08/09/2012 including ¿imaging consistent with recurrent incisional hernia¿ were not provided.] On (B)(6) 2012: (B)(6), md. Operative report. Preoperative diagnosis: multiple recurrent chronic incarcerated incisional hernia. Postoperative diagnosis: multiple recurrent chronic incarcerated incisional hernia. Operation/procedure: fasciocutaneous advancement flap x2. Repair of recurrent incarcerated incisional hernia. Removal of the old mesh. Significant debridement of skin and soft tissue. Implantation of mesh. Assistant (s): (B)(6), md. Anesthesia: general. Complications: none. Blood loss: 300 ml. Drains: jp x3. Indications: ms. (B)(6) presented to my office with significant lower abdominal pain and clinical picture and imaging consistent with recurrent incisional hernia. She was counseled about the risks and benefits of abdominal wall reconstruction with mesh removal, and desired to proceed. Description: ¿the patient was brought to the room and placed on the table in the supine position. After general anesthesia was induced, she was prepped and draped in standard surgical fashion. We then performed a generous midline laparotomy, entering her abdomen. She had very extensive adhesions encompassing essentially the entire mid and lower abdomen. Her both intestines and omentum were densely adherent to the previously placed intraperitoneal mesh. All adhesions were taken down and lysed sharply. No injury to bowel occurred. Both pieces of previously placed mesh were removed from the peritoneal cavity. Hemostasis was ensured. Once again, the intestines were inspected and no evidence of inadvertent injury were noted. I then placed a towel in the peritoneum and measured the defect to be 15 cm wide and 20 cm long. This was quite extensive and required fasciocutaneous advancement. We entered posterior rectus fascia on the left side and developed a retromuscular pocket to expose the linea semilunaris. The perforators to the rectus muscle were identified and preserved. Just medial to those perforators, the posterior rectus fascia was incised, and the plane beneath was entered and extended all the way laterally. The inferior aspect of the transverse abdominis muscle was identified and divided providing the release. This allowed significant medial advancement of the posterior rectus fascia and subsequent medialization of the rectus muscle. It also allowed us to enter the lateral compartments and move towards the pelvis and expose both cooper ligaments. The left round ligament was identified and divided, and access to the distal aspect of the psoas muscle and inferior aspect of the left groin was obtained. The dissection was quite extensive and allowed significant advancement of posterior rectus fascia. At that point, given the size of her defect, I had to do the same procedure on the other side. The posterior rectus sheath was entered on the right side and intermuscular plane was created all the way laterally and inferiorly. Once again, the release of the posterior rectus fascia and transversus abdominis muscle allowed significant medial advancement of posterior rectus fascia and medialization of the rectus muscle for subsequent recreation of linea alba. The right round ligament was identified and divided as well, providing a nice pocket connecting to the space of retzius. Once everything was released, the posterior rectus sheath was reapproximated with a running 2-0 vicryl suture, and the pocket was copiously irrigated with normal saline. A 30 cm x 30 cm mesh was placed in the pocket in a diamond fashion. Two interrupted sutures were used to attach the mesh to the inferior aspect of each of cooper ligament, and a cephalad extension of the mesh was way above the umbilicus. I used 2 more sutures to secure the inferior edges of the mesh above the inguinal ligament from each side. The rest of the mesh was laid out completely flat, reinforcing the entire visceral sac. The anterior rectus fascia was reapproximated utilizing a running #1 maxon suture, which essentially reestablished the linea alba. She had significant excess of attenuated and devitalized skin and soft tissue that was debrided widely. We ended up having a pretty large elliptical incision. Two drains were placed on top of the mesh and another drain was placed in the subcuticular subcutaneous pocket. The soft tissue was closed in layers, and staples were applied. The patient tolerated the procedure well and was transferred to the recovery room in stable condition.¿ on (B)(6) 2012: [facility ni]. Implant record. Description: mesh, softmesh 12 x 12. Manufacturer: davol. On (B)(6) 2012: [missing records: a pathology report detailing analysis of the device removed during on (B)(6) 2012 procedure was not provided.] A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further state: ¿cutting gore® dualmesh® biomaterial to the proper size is essential. Use sharp surgical instruments to trim the mesh. If gore® dualmesh® biomaterial is cut too small, excessive tension may be placed on the suture line, which may result in recurrence of the original, or development of an adjacent, tissue defect.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04274585. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007, whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2012, an additional procedure occurred whereby the gore device was revised. It was reported the patient alleges the following injuries: recurrent ventral hernia necessitation revision; extensive adhesions encompassing essentially the entire mid and lower abdomen; intestines and omentum were densely adhered to the mesh; pain; etc. Additional event specific information was not provided.